Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported difficulty to fix the eye tracker in light eyes during refractive procedure. Additional information has been requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. During an onsite visit, the field service engineer (fse) replaced multiple parts. The fse performed an alignment and calibrated the laser. It was not noted whether the replacement of the parts were related to the event or due to preventive maintenance. The root cause could not be determined conclusively. The possible root cause is anatomy of patient´s pupil, especially the bright colored pupil. (B)(4).